Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that when the lipid tubing was changed on the right femoral double lumen of the cvl (the blue lumen) that blood was noted to be back flowing towards the tubing y-site. There was leaking noted at the cap/connector of the y where the lipid tubing was attached to the cap/connector. The tubing was intact so the cap/connector was changed which resolved the issue. There was no patient harm.

Event description:
The customer reported that when the lipid tubing was changed on the right femoral double lumen of the cvl (the blue lumen) and within less than a minute blood was noted to be back flowing towards the lipid tubing y-site. There was leaking noted at the engagement of the lipid tubing and the mz needless connector. A crack was identified on the needless connector; it was changed and the leaking was resolved. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 10ml bd posiflush syringe (ref (B)(4), lot 8018978, exp 2021-01-31) and a nonbd bifuse extension set. The customer¿s report that the (maxzero) connector cracked and leaked was confirmed. Visual inspection observed a vertical crack at the top of the maxzero female luer access, extending approximately 5.5 mm from the female luer surface of the connector in the direction of fluid flow. Functional testing was performed; liquid was observed to leak the maxzero. The cause of the leak was a vertical crack on the top of the female luer access of the connector. The root cause of the vertical crack could not be identified.

Event description:
The customer reported that when the lipid tubing was changed on the right femoral double lumen of the cvl (the blue lumen) that blood was noted to be back flowing towards the tubing y-site. There was leaking noted at the cap/connector of the y where the lipid tubing was attached to the cap/connector. The tubing was intact so the cap/connector was changed which resolved the issue. There was no patient harm.